Event description:
It was reported that during procedure in the left atrial appendage (laa) to treat atrial fibrillation (afib), a versacross sheath and rf wire were selected for use. Post right groin venous access the sheath and the wire were advanced to the superior vena cava (svc). The physician approached the system to the septum, but it would go to the inferior vena cava (ivc). Several attempts were performed, and the patient experienced complete heart block. Medication, cardiopulmonary resuscitation (CPR) and heart pacing also helped the patient to become hemodynamically stable. Once the patient became stable a transesophageal echocardiogram (tee) revealed a large effusion and cardiac tamponade while the system was in the right atrium (ra). The procedure was cancelled and pericardiocentesis was performed; 300 ml of fluid were drained from the pericardium. The effusion became smaller and the patient was hemodynamically stable to go to intensive care unit (ICU). It is expected that the patient will fully recover.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during procedure in the left atrial appendage (laa) to treat atrial fibrillation (afib), a versacross sheath and rf wire were selected for use. Post right groin venous access the sheath and the wire were advanced to the superior vena cava (svc). The physician approached the system to the septum, but it would go to the inferior vena cava (ivc). Several attempts were performed, and the patient experienced complete heart block. Medication, cardiopulmonary resuscitation (CPR) and heart pacing also helped the patient to become hemodynamically stable. Once the patient became stable a transesophageal echocardiogram (tee) revealed a large effusion and cardiac tamponade while the system was in the right atrium (ra). The procedure was cancelled and pericardiocentesis was performed; 300 ml of fluid were drained from the pericardium. The effusion became smaller and the patient was hemodynamically stable to go to intensive care unit (ICU). T. It was further reported that the device used was the versacross access system. The patient anatomy was straight forward. Multiple attempts were made to go back up to the svc and back down to fossa. No difficulty with imaging/visualizing the wire. No tenting prior to rf application. It was never tented, it had difficulties dropping into the fossa, thus transseptal was not accomplished. It has never crossed or applied radio frequency. It is unknown where the pericardial effusion located. It is possible to estimate that the pericardial effusion occurred during the attempt to drop into the fossa. The versacross wire did not malfunction. The patient is fully recovered and went home 08-apr-2023. The versacross dilator and sheath were discarded.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed.